Manufacturer narrative:
Manufacturer's conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been hemodynamically stable and well till 03oct2024. The patient complained of dizziness and spinning sensation with left sided headache, nauseous, left upper and lower limbs numbness post right internal jugular tunneled central venous catheter (cvc) insertion. Initial computed tomography (CT) brain reported multiple foci of intraparenchymal bleeding. Repeat computed tomography (CT) brain showed worsening bleed resulting in drop in glasgow coma scale (gcs), requiring intubation and initiation of inotropic support. In view of medical futility from extensive intra-parenchymal bleed with high dose of inotropes, decision was made for withdrawal of care and patient passed away on (B)(6) 2024. Cause of death was multiple intracranial hemorrhage, filed as a non-coroner¿s case. The outcome was not considered to be device related and the device operated as intended.